Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2011. It was reported that the pt's ipg was unable to communicate with the charger. F/u on the pt found that the programmer was able to communicate with the ipg. It was reported that the issue was possibly related to the ipg not laying flat in the pocket. The physician revised the ipg pocket site on (B)(6) 2011; however, postoperatively the ipg was still unable to communicate with the charger. A replacement charger allegedly resolved the issue. No further pt complications were reported.